Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening extended, crease fold and wear abrasion. Microscopic analysis was performed which identified: one opening crease sharp on the anterior and partial delamination of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease sharp opening on the anterior due to fold flaw opening. Partial delamination of the valve (adhesive failure).